Event description:
One day after obtaining a tissue sample from the duodenum, the pt vomitted after each feeding. An endoscopic procedure was performed and found that a hematoma had formed in the area of the first sample site. It appeared as if the tissue had been torn which may have been a result of the jaws not being sharp enough or aligned correctly to cut thereby tearing the tissue instead of cutting it. It is unk how many samples were taken with the device. The pt received IV nutrition while the hematoma healed and remains hospitalized for other cancer related issues.